Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading was 565 mg/dl. Prior to the event, the customer felt dizziness and back pain. No further information was provided.